Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd insyte¿ autoguard¿ bc shielded IV catheter blood control technology the needle would not retract properly. There was no report of patient impact. The following information was provided by the initial reporter: rn used the IV catheter per manufacturer used. Safety mechanism was deployed but needle did not retract at all. The nurse pressed the button firmly, multiple times, and the needle still did not retract. The button remained pressed down.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 21-feb-2023 h6: investigation summary. Bd received twenty sealed 22 gauge insyte autoguard blood control units from lot 2290801 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned units and observed no visible damage or defects to the units. Next, the engineer performed functional retraction testing on the returned units and each unit retracted successfully without delay or resistance. Therefore, based off the visual inspection and testing the engineer was unable to verify the reported defect. Since no defects were found during inspection and testing a definitive root cause could not be determined.

Event description:
It was reported while using bd insyte¿ autoguard¿ bc shielded IV catheter blood control technology the needle would not retract properly. There was no report of patient impact. The following information was provided by the initial reporter: rn used the IV catheter per manufacturer used. Safety mechanism was deployed but needle did not retract at all. The nurse pressed the button firmly, multiple times and the needle still did not retract. The button remained pressed down.